Event description:
It was reported that the part was used over the expiration date. The surgeon put in a patient vertecem which had an expiration date of april 2012. He bought the device on (B)(4) 2012 from synthes (B)(4). Insertion of the expired vertecem during a vertebroplasty. Order of vertecem from synthes for a surgery on (B)(6) 2012. Vertecem received and sent to operating block which used it. Vertecem was received expired from synthes. Expiration not seen during reception and use. No clinic consequences noted. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. A CAPA determination request has been initiated. The investigation could not be completed; no conclusion could be drawn, as no product was received.